Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7340862, medical device expiration date: 2019-06-30, device manufacture date: 2017-12-06, medical device lot #: 7305584, medical device expiration date: 2019-05-31, device manufacture date: 2017-11-01, medical device lot #: 7279834, medical device expiration date: 2019-04-30, device manufacture date: 2017-10-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper was defective and being pushed into the bd vacutainer® plus tube. Clear bd hemogard¿ closure when pierced with a cannula needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for coring with the incident lot was observed. Additionally, evaluation of the customer samples was performed and samples met specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode coring with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and samples met specification. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.